Manufacturer narrative:
Investigation outcome: it was reported that during ventilation the device generated repeated ¿exhalation obstructed¿ alarms, and the team exchanged the ventilator. From the attached customer complaint form: the form notes ¿numerous error codes¿ including ¿exhalation obstructed / obstruction condition removed,¿ indicates alarms were visual, continuous, and audible. It was additionally reported from the customer that the service software binary valve test also failed. There was no report of harm to patient, user or third party, nor a treatment in delay. The customer was advised to replace pressure sensor assembly and expiratory valve assembly; however, there was no response from the customer after multiple attempts on whether replacing the pressure sensor assembly and/or expiratory valve assembly resolved the issue. This case is considered as closed.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4).

Event description:
Hamilton medical ag received the following event description: "biomed states that during ventilation, device was getting exhalation obstructed alarms and could not clear them. Looks like device was swapped for another." No health consequences or impact. The case has not been reviewed yet by hamilton medical ag. Therefore, the failure description could not be confirmed yet. So far, no relation to the device has been established.